Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and the distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in blood. The helix of the lead was extrinsically compressed. Visual summary analysis of the lead indicated damage at implant. The lead was received with the helix fully retract ed, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction.

Event description:
It was reported that during the implant attempt, the helix was unable to extend for repositioning the lead to another location. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.